Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: how was the post-op leak/bleeding identified? Anticoagulant was prescribed without redo. How many days postoperative was the bleeding/leak identified? After 24 hours. What was the total estimated blood loss (ml)? No blood loss as there was no redo. But the hemoglobin level was low. Was a transfusion required? N/a. How was the leak/bleeding addressed? N/a. What was the pre and postoperative anti-coagulant and pain management protocol? N/a. Was the bleeding intraluminal or extraluminal? N/a. Please provide a timeline of events. 18/07/2024. Was a leak test performed intraoperative? If so, what type and what was the result? N/a. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. What was observed at the site of the leak upon reoperation? N/a. Were there any issues experienced with the device in the initial surgical procedure? No issues. Were any issues noted in regards to staple formation throughout the care of the patient? No. Are videos of the original surgical procedures available for review by engineering and medical personnel? No. Does the surgeon believe the post-operative leak/bleed was related to an alleged deficiency of the device? Please explain. N/a. Were there other contributing patient factors? Please explain. N/a. The surgeon informed me that he performed laparoscopic sleeve gastrectomy on ((B)(6) 2024) and this case has had a low hemoglobin level. The surgeon informed me that he succeeded to manage this low hemoglobin level by giving the patient (coagulant medication) without doing a re-do for her. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? No. Did the patient require revision surgery or hardware removal? No. Are there pictures/videos available for this complaint? No. What is the patient consequences if any? Bleeding, low hemoglobin level and extended hospitalization.

Event description:
It was reported that during a sleeve gastrectomy, low hemoglobin level and no re-do was needed. The patient did not experience an adverse event. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. Additional information was requested and the following was obtained: it started with hypotension post-op. Anticoagulant was prescribed without redo.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2025. Additional information was requested and the following was obtained: how are they cleaning? Cleaning with a kidney basin. Ethicon team held a rapid response meeting to talk with the performing surgeon.